Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that they inserted a new sensor and he broke it. The customer's blood glucose reading was 222 mg/dl. The customer was advised to save the sensor to return them. The sensor was replaced however nothing was returned.